Event description:
Customer stated the wire from the power supply to pc board to power supply is burnt.

Manufacturer narrative:
Statspin centrifuge reported burning smell. No injuries reported. No visible flames or smoke seen and fire department was not called. However, there is evidence of charred material from burnt power supply.